Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error alarm indicating there was no motor movement or negligible movement. They also received a failed battery alarm. Troubleshooting was performed. They inserted a new battery. The device alarmed a failed battery alarm. The pump error alarm kept on recurring during the insulin pump rewind process. They were unable to complete the insulin pump rewind. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 38 due to corroded motor home switch. Unable to verify failed battery test alarm due to pump error 38.